Event description:
While performing scheduled tubing change on propofol drip, nurse took tubing out of pump and tubing separated in the superior portion of the pump segment. No excessive force was used to remove the tubing from the pump.